Event description:
A surgeon reported that one month following a glaucoma filtration device (gfd) implant procedure, the gfd was not completely functioning and there was an increase in the intraocular pressure. The causal relationship between the event and the product was due to bleb adhesion. Three suture lysis treatments, two needling procedures were performed and an ophthalmic solution was installed postoperatively. The bleb failure was not solved and the iop did not decrease although the bleb was revised twice. The gfd was removed and a trabeculectomy was performed. The patient is recovering. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. The root cause cannot be determined. Additional information has been requested but not received to date. (B)(4).